Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user left the pump on a charger after the device powered off from not being charged and later found it unresponsive; customer support advised extended charging and backup insulin, and the device was subsequently observed in remote data to be operating with insulin delivery and meal announcements. Symptoms included hyperglycemia with a meter reading of ¿high,¿ thirst, and the need for a manual insulin injection. Outcomes included no emergency care, no assistance required from others, and no hospitalization. Investigation included customer counseling on charging, temporary disconnection after a manual injection, ketone testing per plan, and follow-up review of device data confirming resumed function. Investigation of this case revealed no device alarms or confirmed hardware malfunction, with the event consistent with user charging oversight and transient loss of therapy before backup insulin was administered. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia, with contributory user-related charging issues.